Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s device was implanted in (B)(6) 2014 and during the summer of 2014, it ¿started rising towards the skin¿. In (B)(6) 2014 the patient was scheduled to have the device removed or revised but had to re-schedule due to insurance reasons. Due to the ins ¿rising¿ the patient has had issues recharging. Two nights prior to the call the patient was repositioning the antenna to get more bars but was having trouble and it was not connecting. The patient had an appointment on (B)(6) 2015, so their health care provider (hcp) could keep an eye on the device. They have another appointment scheduled for (B)(6) 2015. The device works well for the patient and they are very happy, however they still have concerns.